Manufacturer narrative:
B3 date of event: event date was reported as 1 to 2 days prior to (B)(6) 2021. Date was approximated to (B)(6) 2021. Age at time of event: 18 years or older. Device evaluated by MFR: the returned product consisted of the rotapro advancer atherectomy system. The burr catheter was not returned for analysis. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device revealed that the handshake connection was bent at the housing. When received, the knob switch was tightened down in the forward position. It was most likely that when the device was placed in the biohazard bag for return, the handshake connection was bent as it was protruding from the housing. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to rotate. Then functional testing was performed by connecting the rotapro advancer to the rotapro control console system. When the knob switch, ablation button, was pushed, the advancer did not get any speed and a stall error was displayed on the console. The advancer was dismantled and the components inside the advancer were inspected and the turbine was found to be corroded.

Event description:
It was reported that the burr speed exceeded the set speed. A 1.50mm rotapro was selected for use in an atherectomy procedure. The burr was set to a speed of 160,000 rpm outside of the patient. The burr was then advanced to the target lesion. When the burr was activated proximal to the lesion, the speed was noted to be close to 200,000 rpm. There was no harm to the patient, and only a minimal delay in completing the procedure. It was further reported that another of the same device was used to complete the procedure.

Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the burr speed exceeded the set speed. A 1.50mm rotapro was selected for use in an atherectomy procedure. The burr was set to a speed of 160,000 rpm outside of the patient. The burr was then advanced to the target lesion. When the burr was activated proximal to the lesion, the speed was noted to be close to 200,000 rpm. There was no harm to the patient, and only a minimal delay in completing the procedure.